Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that during the procedure the internal gasket ripped. It was replaced with a new 355l and the procedure continued. There was no consequence to the pt.